Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation abraded from 7.6 to 8.5 cm as a result of friction with the implantable cardioverter defibrillator can. The reported oversensing would occur when the exposed metal of the proximal coil came into contact with the can.

Event description:
It was reported that the lead exhibited oversensing during pectoral muscle contractions. An insulation break was observed at explant.